Event description:
The customer reported that the system locked up and the tube arm will not come out of its locked park position. Had to move the pt to another room to complete the case.

Manufacturer narrative:
The service rep found broken wire at au-x3-1 that goes to the tube arm release switch. Repaired broken wire and rerouted cable to keep it from getting caught again. System motion tested.